Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/27/2024, it was reported by a sales representative via email that an ar-1588btb-ib tightrope ii btb would not convert metal relay, and it couldn't make it through the button; it got stuck. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information received on 12/13/2024: this was discovered on the back table during an acl procedure; the anchor was never placed in the patient. The case was completed using another ar-1588btb-ib tightrope ii btb from a different lot number.